Manufacturer narrative:
During the service repair at zoll, the returned demo autopulse platform (sn (B)(4) failed to boot up completely. The observed problem's root cause was a processor (pca) board failure. The broken/cracked cover(s) and a broken component of the processor board were likely attributed to mishandling, such as a drop. Upon visual inspection, a broken and cracked top cover was noted. Based on the photos provided by the service personnel, a large crack was noted on the top cover close to the lcd, a broken part of the handle on the top cover, and a large crack on the metal layer of the top cover. The observed physical damages are characteristics of the harsh impact caused by user mishandling, such as a drop. The top cover was replaced to address the observed physical damages. Unable to perform the functional testing because the autopulse platform failed to boot up completely. The processor board was replaced to address the observed problem. Following service, the autopulse platform passed all the final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).

Event description:
During the service on (B)(6) 2022, the returned demo autopulse platform (sn (B)(4) failed to boot up completely. No patient involvement.

Manufacturer narrative:
This supplemental MDR was created to retract the submitted MDR, as the autopulse platform (sn (B)(6)) was a demo device owned by zoll and was not used on a patient. Therefore, this event is non-complaint.